Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(4), during a subclavian tavr procedure in the aortic position, there was some difficulty crossing the 26mm sapien 3 valve but eventually the valve was crossed. During valve deployment, the valve did not deploy and blood appeared in the indeflator. There appeared to be a ¿tear¿ in the distal portion of the delivery balloon. The physician did not want to remove the system back through the subclavian artery for fear of perforation and it was decided to convert the patient to savr. On accessing the aorta, the delivery system was cut in 2. The crimped valve was removed through the incision and the rest of the delivery system and esheath were removed via the subclavian artery. The edwards intuity 21mm was implanted and patient was stable throughout the entire procedure. As of pod6 the patient remains in the ICU with a ¿dense left sided deficit¿. It is perceived that the tear might have been caused by the calcified native annulus.

Manufacturer narrative:
Additional information provided indicated that the puncture created on the delivery balloon was caused by a spike of calcium, which caused the valve not to inflate. The valve was cut out when the patient was converted to open surgery. The device was not manipulated outside the patient. The delivery system and the case images were returned to edwards for evaluation. The device underwent visual, dimensional and functional analysis. Visual inspection revealed the distal end of the delivery system had been returned separated. The thv was observed to be crimped on the inflation balloon. No tears were observed on the inflation balloon. The inflation balloon legs were separated from the crimp balloon. The crimp balloon tear was confirmed. A portion of the crimp balloon appeared to be missing, likely due to device cut down during the procedure. The guidewire shaft was separated at the marker pad printing and minor gouges were observed on the flex tip. Functional testing was performed. The balloon shaft was able to be pulled to the valve alignment position and locked. In addition, full fine adjust and flex were able to be used with no abnormalities observed. During dimensional testing, double wall thickness measurements were taken on the crimp balloon proximal to the cut. The measurements met the double wall thickness specification. The evaluation of the imagery provided showed the thv crimped over the inflation balloon. From the image, it was unclear whether a tear was present on the inflation balloon. However, based on visual inspection of the returned device, the balloon tear was observed to be located on the crimp balloon adjacent to the I/c bond and not on the inflation balloon. An image of the procedure was also provided. The thv could be seen to be aligned to the distal marker and the flex tip appeared to be already retracted even though the thv did not appear to be placed in the native annulus. Due to the lack of presence of the pigtail catheter, the exact location of the native annulus was difficult to identify, however, it appeared to be below where the thv was located. No further video of the delivery system crossing the native annulus was provided. During manufacturing the delivery system components undergo multiple 100% inspections. Additionally, each lot is required to undergo product verification using 5 samples. These inspections support that it is unlikely a manufacturing non-conformance was the source of the complaint. The complaint for ¿balloon - torn¿ was confirmed. Because balloon leakage was not reported during device preparation, the balloon tear likely occurred during the procedure. A review of complaint history revealed that potential root causes for separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and documented in a pra. If the physician performed the valve alignment process in a tortuous anatomy, it may result in increased forces being applied to the bond area. This may occur as performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces, and can potentially weaken the bond between the inflation balloon and crimp balloon if excessive force is used to try and achieve final alignment position. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment or delivery system retrieval, which could lead to a weakening of the inflation and crimp balloon bond. Another previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. Per the complaint description, the subclavian approach was used although it is not an approved approach in australia. Considerations for this approach can differ from the transfemoral approach. The complaint description also noted the native annulus was moderately calcified and difficulty crossing the native annulus was observed. The procedural image revealed that the flex tip was retracted before the valve appeared to be placed in the native annulus. If the flex tip was retracted prior to the thv crossing the native annulus, the lack of support could lead to damage to the balloon, especially if excessive manipulation was used to cross the native annulus. The retracted flex tip also leaves the crimp balloon exposed to catching onto calcification and subsequently tearing. While a definitive root cause was unable to be determined, available information suggests patient and/or procedural factors likely contributed to the reported complaint. The complaint for ¿delivery system ¿ difficulty crossing native annulus¿ was unable to be confirmed. Factors known to cause difficulty crossing the native annulus include heavy calcification, wire bias into the commissure, a horizontal aorta, a tortuous thoracic aorta, a kinked flex catheter, and inadequate bav. Per the complaint description and cer, the native annulus was moderately calcified. In addition, imagery of the procedure revealed the flex tip was retracted before the valve appeared to be placed in the native annulus. The training manual instruct the user to, ¿ensure the flex catheter tip is flush with the thv for support during crossing.¿ if the flex tip was retracted prior to the thv crossing the native annulus, the lack of support could also have lead to the observed difficulty. Based on available information, patient and/or procedural factors likely contributed to the reported complaint. Per the instructions for use (IFU), permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication that any of the device malfunctions contributed to the stroke. The exact causes of the strokes are unknown, however may be due to patient factors or the mechanisms described above. No manufacturing or IFU/training inadequacies were identified. Available information suggests that patient/procedural factors may have contributed to the events. A review of the complaint history revealed that the occurrence rate for the month of september for the respective trend categories did not exceed the control limits. As a result, no corrective or preventive actions were required. However, at management discretion, a pra was previously initiated for risk assessment of the inflation balloon to crimp balloon separation.

Manufacturer narrative:
Additional information provided indicated that the physician believed the patient had suffered an ischemic stroke. It is unknown if the stroke occurred during or post procedure. The patient was treated in the ICU. Investigation is ongoing.